Event description:
Boston scientific received information that an alert was received for low out of range shocking impedance measurements. An email was sent to the field representative in an attempt to obtain additional information. The field representative stated that the patient was scheduled for follow-up with his physician and attempted to obtain further information from the clinic, but no further information was available.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. One out of range shock impedance measurement was noted in the device's memory.

Event description:
Additional information was received that this device was explanted for an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) and returned for standard analysis testing.